Event description:
At the end of a ventricular tachycardia procedure, the lesions and catheter disappeared on the mapping system and the procedure was unable to be completed successfully. The fiber optic cable was replaced with no resolution. Ablations were carried out for 10 minutes but the lesions could not be marked. The physician felt more ablations could have been completed if the system was functioning as intended and the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
Review of the electronic files provided verified that near the end of the study the catheters and new lesions were not visible. The cause for the image loss and subsequent procedure cancellation is that the catheters were shifted, making them not visible to the user because they were off-screen or hidden by the dif model. The nature of the impedance change at the time of the shift is consistent with a global impedance change. Sudden global impedance changes cause all catheters to shift. Global impedance changes are consistent with connecting or disconnecting equipment such as a stimulation generator or ablation generator during a study. If the reported behavior is observed, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model..